Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had a power issue - was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on ¿(B)(6) 2016, 08:30am¿. The patient manages her diabetes with oral medications /diet and /or exercise and stated that on (B)(6) 2016, 08:30am she took less food and/or drink as a result of the alleged product issue. The patient reported that 5 hours after the alleged issue began she developed the symptoms of dizziness and cold sweat. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the meter. Based on the information provided, the meter batteries required to be replaced. The patient did not have replacement batteries. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.